Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device have been explanted.

Event description:
Healthcare professional reported left side deflation. Device have been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed, one opening in radius side assessed as surgical damage like. Additional observations: ¿ white particle observed in the surface of the shell. ¿ white particle observed inside device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d9, h3, h6.